Event description:
A report was received that there was spinal cord stimulator malfunction. The patient will undergo a revision procedure.

Event description:
A report was received that there was spinal cord stimulator malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/533726 description: linear st lead, 50cm.